Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(4), 2010 and not the originally reported occurrence date of (B)(4), 2010.

Event description:
The facility representative reported a colleague infusion which experienced an unknown failure. It is unknown when or at what point in the process this condition occurred. Device evaluation confirmed the reported condition as failure code 810:11, which interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.